Manufacturer narrative:
(B)(4). Concomitant medical products:- unknown persona bearing, catalog # unknown, lot # unknown. Unknown persona tibial tray, catalog # unknown, lot # unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation due to the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-05503 and 0001822565-2017-05509.

Event description:
It was reported following an initial knee arthroplasty, the patient has been experiencing pain for nineteen months.

Manufacturer narrative:
Upon receipt of additional information, this report will be completed under manufacturing report number:3007963827-2018-00028.